Manufacturer narrative:
Additional information: h3-device evaluation: lens was returned in microcentrifuge vial. Condition of lens was dry and residue on product. Visual inspection found haptic bent and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.